Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone 17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn for less than an hour. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. The rotational sensor failed to transition in conjunction with a dip in pulse widths, indicating a drive stall occurred due to the hook talons slipping over the ratchet gear. The pod was reset and rerun successfully, no data abnormalities were observed. The drive mechanism assembly was inspected, no damages or manufacturing defects were observed that would contribute to the observed failure to detent data abnormality. The cause of the failure to detent the gear could not be conclusively determined.